Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer experienced high blood glucose. The customer blood glucose level was 29.4 mmol/l at the time of incident and other blood glucose value was 11.4 mmol/l. Customer reported that the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 29.4 mmol/l and the sensor glucose was 4.4 mmol/l. Suspend on low limit in sensor settings was 5 mmol/l. Insulin delivery was suspended due to sensor values. The sensor will not be returned for analysis.